Manufacturer narrative:
The technician replaced the ground strap to repair the bed.

Event description:
During a bed assessment, the technician found the ground resistance was high due to a cut right siderail ground strap.